Event description:
Onestep pads package opened prior to placement on patient in code situation. The gel on the pads was not intact and found elsewhere inside the packaging. Pads will be sent back to mfg. By department. Fourth event of its kind since (B)(6) 2021. Second event with same model number.

Event description:
Onestep pads package opened prior to placement on patient in code situation. The pads appeared normal upon opening and were placed appropriately on a patient. The pads were never used, CPR was not performed. After 30 minutes, the pads were removed and the gel became dislodged from the pads. This is not expected, so rn knew to isolate the pads and report the event. Pads will be sent back to manufacturer by department. Fourth event of its kind since (B)(6) 2021. Second event with same model number.

Event description:
Onestep pads package opened prior to placement on patient in code situation. The pads appeared normal upon opening and were placed appropriately on a patient. The pads were never used, CPR was not performed. After 30 minutes, the pads were removed and the gel became dislodged from the pads. This is not expected, so rn knew to isolate the pads and report the event. Pads will be sent back to manufacturer by department. Fourth event of its kind since 11-2021. Second event with same model number.